Event description:
When the medical device was turned on, error 002 appeared on the screen, the device not being functional. Log events were received and error 01 (rotation motor) was found several times. A defective air sensor was also found.

Event description:
The reported device was not received in brézins for investigation. Device history record was reviewed, no event linked to the reported issue was observed. During device log review several error 01 and air alarms were found. The complaint description was unclear as error 002 is not applicable. It looks like an extension of an existing technical error. Upon log analysis, it could be related to the error 01-002. The reported device was not sent to brézins for investigation but servicing of the device was performed by the local technical team. Tests related to air detection was attempted but an air bubble alarm was permanently triggered. The device was restarted and an error 33, linked to air sensor, was triggered too. The air detection sensor was investigated and traces of demetallized on silver plating surface was found. Internal inspection could not find any trace of liquid infiltration. One potential cause would be contamination by manual manipulation during assembly process. In this state, the air sensor could present functional anomalies. A CAPA has been opened to addressing this issue. The defective part was replaced and the device worked as expected. Regarding the error 01 found in the log, it was not reproduced during testing and nothing was done related to this issue. Therefore the root cause remains unknown. Note : the preventive maintenance was well overdue with due date of 07/07/2018. To our knowledge no patient consequences have been reported. This complaint is valid. No action was initiated with this event but the complaint has been registered for statistical monitoring.